Event description:
Additional information was received indicating that the lead damage was suspected and the lead was explanted and replaced during an unrelated procedure.

Event description:
It was reported that loss of capture, high threshold, and high pacing impedance were observed on the left ventricular (lv) lead. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.